Manufacturer narrative:
The rse evaluated the device remotely and determined that it failed the treatment implementation test. A third party repaired the device and resolved the issue. No repair details were provided. No further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.